Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician confirmed the reported issues based on the review of the diagnostic event log, but was unable to duplicate it. (B)(6).

Event description:
The international customer reported the biomed was performing run in test, when "oxygen not available" alarm occurred. The diagnostic event log was reviewed and occurrence of oxygen not available" and "oxygen device failed" were identified. There was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The gds was installed in a test ventilator. The ventilator passed the o2 flow accuracy test. The ventilator was run for two hours at 50% o2 setting without any failures identified. Therefore, the root cause for the reported "oxygen not available" alarm occurred and "oxygen device failed" alarm occurred could not be identified.